Event description:
Nurse reported that after she had primed the b braun primary tubing and closed the roller clamp she noticed that fluid from the IV bag continued to drip. Tubing was changed and there was no problem with the new tubing. No harm to the patient. Product sequestered and given to risk manager.